Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. The customer's blood glucose (bg) level was over 500 mg/dl with a high level of ketones. Reportedly, the cause of the high bg was the customer's non-tandem continuous glucose monitor was not reading levels, and the pump's control iq feature was therefore not able to increase insulin delivery. Customer manually checked bg levels with a glucometer. Bg was addressed via a manual injection.